Event description:
After an implantation period of approximately 12 months it was reported that the lead was extracted due to loss of capture in the ventricular channel.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed 30 cm distal to the is-1 connector pin that the lead body was found squeezed and damaged. In this region the outer conductor coil was found fractured. These damages are assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further analysis showed that the insulation was found damaged directly next to the ring electrode, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.